Event description:
It was reported that during a stenting interventional treatment procedure, stent damage occurred. The 65% stenotic lesion was located in the severely tortuous and severely calcified left anterior descending artery. The physician attempted to advance a 3.5x20mm omega stent to the lesion, but encountered difficulty advancing. When the device was removed, the stent "came undone". The procedure was completed with a 3.5x24mm omega stent. No patient complications were reported and the patient's status is fine. This device is only ous approved but is similar to marketed us device.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).